Manufacturer narrative:
(B)(6). Section g4: no 510(k) number was included due to the subject device being exempt from PMA pathway to regulatory approval. Method: the subject device bc190-05 flexitrunk infant nasal tubing was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information and photography provided by the distributor. Results: visual inspection of the provided photograph revealed that one tubing of the bc190 flexitrunk infant nasal tubing was torn. Conclusion: we are unable to determine the exact cause of the reported event. All flexitrunk nasal tubing are visually inspected, and pressure tested before leaving the production line, those that fail are rejected. The subject flexitrunk nasal tubing would have met the requirements at the time of production. Our user instructions which accompany the bc190 flexitrunk nasal tubing state: "use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the bc190 flexitrunk nasal tubing.

Event description:
A distributor in china on behalf of a healthcare facility reported that the tubing of a bc190-05 flexitrunk infant nasal tubing was broken. There was no reported patient involvement.